Manufacturer narrative:
The device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during a cataract removal with intraocular lens (iol) implant procedure the iol was inserted but got stuck on the iris. Once the lens was finally in place, the surgeon discovered that a small piece of the trailing haptic (the round end) was missing. According to the doctor, inspection of the iol before insertion was okay. The missing piece wasn¿t found in the eye nor in the injector. Right away the lens seemed unstable; however, the patient was given a miotic drug which helped the eye to ¿close¿ and stabilize the lens. The patient's condition at the time of reporting was noted to be "ok". Additional information was received, indicating that they did exchange the lens with a backup iol. There was no harm for the patient.

Manufacturer narrative:
Additional information provided. Product evaluation: the device was returned. The plunger lock appears to have been replaced in the device. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been fully advanced outside of the nozzle tip. The broken distal tip of a haptic is observed just inside the nozzle entry pressed against left side. The distal tip is oriented toward the loading area. The rest of the lens was not returned. Viscoelastic was not provided; it is unknown if the qualified product was used. The root cause for the reported lens stuck on the iris cannot be determined. The broken distal portion of a haptic was observed at the nozzle entry pressed against the left side. The position of the broken haptic with the plunger fully advanced outside of the device would indicate the trailing haptic was broken as the lens was advanced. The root cause for the broken haptic cannot be determined. The position and orientation of the broken haptic may indicate the haptic was misfolded or extended back beside the plunger. It is unknown if a qualified viscoelastic was used. The manufacturer internal reference number is: (B)(4).